Event description:
The unit was programmed for a total volume of 1800 ml and when the tpn was complete, the total delivered display showed 3000 ml. Each individual volume display showed that it delivered exactly what was programmed. There was no pt involvement. The unit was returned for eval.